Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an anterior shoulder stabilization, the trap of the first pass mini right fell out while using it for a stabilization. The metal trap was retrieve from the patient using a grasper but got stuck in the deltoid so a clip was used and worked. The procedure was completed with non-significant delay (10 minutes) using a back-up device. No other complications were reported.

Event description:
It was reported that, during anterior shoulder stabilization, the trap of the first pass fell out while using it for stabilization. The metal trap was retrieved from the patient using a grasper but got stuck in the deltoid. Hence, a clip was used. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached. The suture capture was returned. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached. Device cannot capture sutures. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: a clinical review states per case details, the broken fragment from the first mini pass was removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time.